Event description:
Customer reported intralipids infusing through central venous catheter. Nurse noted a leak in tubing at the connection of the tubing and the blue hard plastic that fit into the alaris pump. No additional patient or event information provided. No patient harm or medical intervention required.

Manufacturer narrative:
(B)(4). The set has been received but the evaluation has not yet begun. A follow up report will be submitted once the failure investigation is completed.